Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was unable to push the plunger when attempting to fill the reservoir. Customer's blood glucose reading at the time of the call was 516 mg/dl and has treated with a manual injection. Customer declined troubleshooting and stated that her blood glucose reading was 126 mg/dl in the morning. Customer stated that the high blood glucose readings were not related to the reservoir as they have already done a set change. No further information reported.